Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right ventricular (rv) channel, which was determined to possibly be caused by electrocautery during a surgical procedure. The ICD remains in use. No patient complications have been reported as a result of this event.